Manufacturer narrative:
MDR 2517506-2019-00499 was filed 23-dec-2019. Additional information (14-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed cardiac troponin I (tni) result on a dimension exl with lm instrument. The instrument was removed from the non-siemens water purification system and placed on the purified water distributed by siemens for use on the dimension exl. This resolved the imprecision. Hsc has monitored the customer account for three weeks with no further recurrence. The cause of the imprecision with the troponin I assay is due to the non-siemens water purification system that was used to supply water to the dimension exl instrument. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely depressed cardiac troponin I (tni) patient result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant depressed cardiac troponin I (tni) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The discordant result was not reported to the physician. The same sample was recentrifuged and reprocessed the same day and a higher result was obtained. The same sample was reprocessed again after the same instrument was primed multiple times; a higher correct result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin I result.